Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. His blood glucose was 55 mg/dl at the time of incident. The customer stated that the insulin squirts out during the manual prime process and no numbers ramping up on screen. He stated the insulin pump was not dropped or bumped. He stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.